Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular lead oversensed electromagnetic interference (emi) from the patient's left ventricular assistance device (lvad) that led to pacing inhibition. Programming changes were made. There were no patient consequences.